Manufacturer narrative:
(B)(4). The baxter's product analysis lab (pal) evaluated the homechoice (hc) device. The hc device failed the return instrument test/evaluation (rite) electrical ground bond test. The resistance between the center post of the power entry module and door post was measured and found to be well within tolerance. A therapy was performed and completed successfully. A review of the device's service history record revealed no issues that may have contributed to the ground bond failure. The assignable cause for the issue of the failed ground bond test was undetermined. The reported difficulty of ground bond failure by nature is not recorded in the device logs; therefore, review of the device logs revealed no previous occurrences. No failure or malfunction was identified that could have caused or contributed to this problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the ground bond performance spec. During a call to the nurse to follow-up on the hp, it was revealed that the hp was seen in the clinic earlier today ((B)(6) 10). Per nurse, hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.